Manufacturer narrative:
Patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. Per the facility, the broken piece was placed in a sharps container and discarded. Not available for return. Additional manufacturing dates include september 20, 2014 and september 23, 2014. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: orchid unique manufactured the 1.8mm drill bit with depth mark, p/n 310.509, lot u208934. Initially, the parts conformed to the supplier¿s certificate of conformance, dated september 4, 2014, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on september 18, 2014 (B)(4), september 20, 2014 (B)(4) and on september 23, 2014 (B)(4). There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke during an open reduction internal fixation (orif) procedure of the clavicle on (B)(6) 2015. The drill bit broke in the bone. The surgeon did not attempt to remove the fragment. The patient¿s status was reported as ¿fine¿ and the procedure was completed with no reported time delay. This report is 1 of 1 for (B)(4).